Manufacturer narrative:
Due to the lack of medical records,clinical was unable to confirm the reported type 3a, 3b endoleak and sac growth. Thus the most likely cause of the loss and seal and compromised stent graft integrity as well as the final patient disposition could not be determined the patient was reported to be in favorable condition under surveillance. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information. Pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with an enlarged aaa (sac growth-6.9cm) from a routine follow up CT scan. It was also noted that there is evident of a type 3a and possible type 3b endoleak. The physician is planning to treat the patient with a aui device. No date for the re-intervention have been set or confirmed. Patient is currently in stable condition and will be monitored.